Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 600 mg/dl. Reportedly, the cause of the elevated bg level was unknown; however, the customer stated bg levels are high "in general" and "can't be regulated too much". Customer addressed impacted bg level by delivering boluses via the pump or by administering insulin injections. Tandem technical support advised for the customer to consult with health care provider regarding impacted bg level; customer acknowledged.